Event description:
The customer reported that the device was not discharging as expected.

Manufacturer narrative:
The customer reported that the device was not discharging as expected. The device was evaluated at philips, and the failure was confirmed. An incomplete electrical connection between the therapy cable and the therapy port was identified. The therapy port and therapy cable were replaced to resolve the issue.